Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed a battery voltage that did not meet indication for implant. The device was stored at room temperature for two days with the same result. No attempt was made to implant the device. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.